Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed an intermittent loss of contact between the battery cap and the pump case.

Event description:
It was reported that the pump was resetting itself without intervention.